Manufacturer narrative:
It was reported on (B)(6) 2025 that the patient experienced skin irritation in the form of blisters while wearing the mcot universal patch. The patient did seek medical treatment and was given a prescribed topical steroid cream to treat the irritation. The patient will take a break due to skin irritation. The patient followed skin preparation instructions and reported having skin sensitivities or allergies to adhesive gel. The patient could not use lead wire and removed the device due to the spread of the rash. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient is 79 years old and has a history of skin sensitivity and/or allergies to adhesive gel. The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
It was reported on (B)(6) 2025 that the patient experienced skin irritation in the form of blisters while wearing the mcot universal patch. The patient did seek medical treatment and was given a prescribed topical steroid cream to treat the irritation. The patient will take a break due to skin irritation. The patient followed skin preparation instructions and reported skin sensitivities or allergies to adhesive gel. The patient could not use lead wire and removed the device due to the spread of the rash.